Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for two patient samples. Of the data provided, only the potassium results for both patient samples were discrepant. The samples had been aliquoted by the cobas 8100 system. Patient 1 original potassium result was 3.10 mmol/l and the repeat result was 4.13 mmol/l. The erroneous result was reported outside of the laboratory and the nurse gave the patient 20 milligrams of oral potassium based on the low result. The patient was in stable condition and the nurse was not concerned that she administered the potassium. There was no allegation of an adverse event. Patient 2 original potassium result was 6.39 mmol/l and the repeat result was 3.84 mmol/l. The erroneous result was not reported outside of the laboratory and the patient was not adversely affected. This patient was a (B)(6)-year-old male born on (B)(6). The repeat results were believed to be correct. The electrode lot number and expiration date were requested but were not provided. The field service representative was unable to determine a cause, but suspected an issue with the sample probe. The customer stated they would change the probe during daily maintenance. The customer ran calibration and qc. The investigation was unable to find a definitive root cause.